Event description:
It was reported that: pt has been experiencing pain in hip area since surgery. Pt states that pain wakes her up at night. Pt is reporting that she sees no swelling but feels inflammation and also tenderness in hip. Pt also says that she has soreness when walking in the joint area. Pt states that she has had six weeks of physical therapy but is still experiencing pain in her hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck 34mm v40, cat # nls-340000b, lot # 29682601; restoration adm x3 ins 28/48, cat # 1236-2-848, lot # 32613101; restoration adm cup w/ha, cat # 1235-2481, lot # g2820726; 8mm +4 lfit v40 head, cat # 6260-9-228, lot # 28440804. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.